Event description:
A customer reported that following birth of a baby, the baby's skin tone was "blue". The baby was placed on the panda ires warmer for delivery of 100% oxygen. After 15-20 minutes, the baby reportedly did not "pink up" as expected. According to the customer, the baby was transferred to the nicu and placed on a portable oxygen tank. Staff reportedly noted that the portable tank was empty and brought in another full oxygen tank to connect to the system. The baby reportedly responded and "pinked up". The hospital biomed checked the unit and discovered that, at the 100% setting, the unit was delivering 21-25% oxygen. The biomed noted that the knob on the blender had become loose and was not turning the shaft of the blender as expected. There was no reported patient injury, however, the hospital informed ge healthcare that the baby is being monitored to see if milestones are met. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.